Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The initial medwatch report and follow-up medwatch report were sent in error, this is not a reportable event. The patient's ipg was replaced due to frequently charging. However, it was noted that no device malfunction was suspected.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.